Event description:
A pt reported they were unable to power off their one touch ultra meter due to their meter allegedly malfunctioning. Pt's symptoms are unk. The result on their meter was 358mg/dl, then 50 mins later 80mg/dl. The pt reported that when attempting to turn off the meter after testing and troubleshooting, that the meter proceeds through testing memory. Treatment was not required. No further info has been reported.